Event description:
This complaint is regarding to complainant's sister who is 40 years old and has been a diabetic since childhood. She had been on hemodialysis and for approx 6 months on peritoneal dialysis, which is done every 4 hours. On 3/11 or 3/12 the pt had to be rushed to the hosp after she became disoriented. Blood work found her to have a white blood count of 38, high sugar count of 700, renal shutdown, and renal failure, diagnosed as septicemia and peritonitis. This day, she had probably used 2 to 4 of the suspect dialysis solution bags. Complainant is concerned these bags may have been contaminated. The pt was treated and released that day. After getting results of blood tests, she had deteriorated rapidly and went to the hosp via ambulance. She was diagnosed with septicemia and one dr felt there may have been peritonitis as a secondary infection. On 3/27/96 the pt was transferred to a rehab hosp. She remains there as of this date. Although her condition has improved somewhat, she is now suffering from short term memory loss. Rptr feels the peritoneal fluid may have been contaminated and caused the blood infection in her sister. Rptr remembers the drs saying blood tests revealed gram positive cocci, gram negative rods and staph aureus. The samples of peritoneal dialysis solution furnished to a laboratory for testing revealed: no growth in sterility test media. No container defect or particulate material visually observed. Add'l lot no: c303669/5b9775. Exp/use by date: jan 97 & mar 97. (*).